Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the issue was uncovered during inspection. Sections b3 and b5 have been updated to reflect the information provided. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The reported issue of no image was uncovered during inspection at preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. The endoscopic images were shown. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover was detached due to chemical or physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported to olympus on behalf of the customer, the olympus the evis eus ultrasound bronchofibervideoscope had no image. There was no patient/user harm or injury reported due to the event.